Manufacturer narrative:
Event date: unknown. This report is for an unknown quantity of unknown screws/unknown lots. Approximately 6 weeks prior to explant date of (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon needed to remove a broken plate from a patient and revise the surgery to an intermedullary nail follow the plate breaking. The surgeon filled almost the whole plate with screws which the surgeon felt may have created a construct that was too stiff. Patient was full weight bearing. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).